Manufacturer narrative:
B3 - date of event: as the actual event date was not reported to boston scientific, the event date was approximated to (B)(6) 2024 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the stent prematurely detached within the patient, and an additional device was required to remove the stent. An express ld vascular was selected for use. During the procedure, the stent detached from the delivery system prior to activation. As a result, a separate balloon was advanced to remove the stent. No further details were provided to boston scientific regarding the procedure or patient status, despite good faith efforts.

Manufacturer narrative:
H6 evaluation result codes: correct to 'operational problem identified' from 'fracture problem'. Device evaluation by MFR: the device was received, and analysis completed. A visual examination identified that the stent had completely separated from the balloon catheter. The separated stent was not returned for analysis. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. The stent crimp marks were clearly visible on the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that the stent prematurely detached within the patient, and an additional device was required to remove the stent. An express ld vascular was selected for use. During the procedure, the stent detached from the delivery system prior to activation. As a result, a separate balloon was advanced to remove the stent. No further details were provided to boston scientific regarding the procedure or patient status, despite good faith efforts. It was further reported that the express ld vascular was selected for use for a percutaneous transluminal angioplasty procedure. The target lesion was located within the common femoral artery and was reported to be calcified. The express delivery system was advanced, but proximal to the target lesion, the stent became stuck in the calcified anatomy. The physician attempted to move the device forward, at which point the stent prematurely detached. The physician attempted to snare the detached stent but was unsuccessful. As such, an open surgery was performed to remove the detached stent. The patient was reported to be doing well, and there were no adverse consequences to the patient as a result of the additional intervention.

Manufacturer narrative:
Updated fields: b3, b5. H6 - impact codes, device codes. Device eval by MFR: the device was received, and analysis completed. A visual examination identified that the stent had completely separated from the balloon catheter. The separated stent was not returned for analysis. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. The stent crimp marks were clearly visible on the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that the stent prematurely detached within the patient, and an additional device was required to remove the stent. An express ld vascular was selected for use. During the procedure, the stent detached from the delivery system prior to activation. As a result, a separate balloon was advanced to remove the stent. No further details were provided to boston scientific regarding the procedure or patient status, despite good faith efforts. It was further reported that the express ld vascular was selected for use for a percutaneous transluminal angioplasty procedure. The target lesion was located within the common femoral artery and was reported to be calcified. The express delivery system was advanced, but proximal to the target lesion, the stent became stuck in the calcified anatomy. The physician attempted to move the device forward, at which point the stent prematurely detached. The physician attempted to snare the detached stent but was unsuccessful. As such, an open surgery was performed to remove the detached stent. The patient was reported to be doing well, and there were no adverse consequences to the patient as a result of the additional intervention.